Event description:
Customer reported that the system shut down during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the power cord and surge suppressor. System operates as intended.